Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Patient was revised to address squeaking. The tissues were quite gray in color, suggesting metal wear. Update rec'd 6/16/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from snapping/popping sensation, pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. A stem is now being reported to address allegations of elevated toxic metal ions. Update 10/8/15-pfs and medical records received. After review of the medical records for MDR reportability, this complaint is for the left hip. The medical records indicated pain, increased metal ions, popping/clicking, and a vertical cup. The cup is being added to the complaint and the part/lot is being updated for the stem. The complaint was updated on:10/28/2015.